Manufacturer narrative:
H10: multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. H11: the device was not in use on a patient at the time of the event. There was no patient harm or injury reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The biomed reported the unit should go into and stay in standby, it does not at times. The biomed indicated this is the second time reported on this vent, previously performed performance verification test (pvt) with no issues noted. The remote manufacture service technician advised the biomed to perform full pvt again and address any issues found. The remote manufacture service technician advised to verify the connection and routing of all internal pressure lines and advised the biomed to check the internal exhaust port for intermittent obstructions. The biomed will call back if further help is needed. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.